Manufacturer narrative:
The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site analysis review of the manufacturing data, and data gathered during visual and dimensional inspection and the electrical testing, did not show any abnormal results. The characterizations and electrical testing of the battery are consistent at this level of discharge. No evidence of an internal mechanism for premature depletion was found during destructive analysis. Based on these results, it was concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy pacemaker (crt-p) was returned to the manufacturer after being explanted and replaced due to having reached the elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.